Event description:
It was reported that prior to a laparoscopy appendectomy procedure, the trocar didn't load properly. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results of the found that it was received in good condition. During the functional testing the bullet retracted permitting the exposure of the blade during the advancement through the skin test media and returned to safe position upon penetration; the bullet performed as intended without any anomalies noted. It could not be determined what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: the blade was exposed all time, the blade did not retract at the final of insertion. Did the shield arm and allow the blade to be exposed? Yes. Did the shield retract to recover the blade? No.